Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, risk management review, and an instructions for use/device labeling review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The data presented in the aged article does not provide insight or relevance to current clinical outcomes for the product/device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded. In addition, the physician referenced in the abstract provided an analysis of all of the attached images. Therefore, no further interpretation of the attached images are required. No further medical assessment is warranted at this time. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. H11: corrected data b2

Manufacturer narrative:
(B)(4). Choi, n. H., kim, b. Y., bo, b. H. H., & victoroff, b. N. (2014). Suture versus fast-fix all-inside meniscus repair at time of anterior cruciate ligament reconstruction. Arthroscopy: the journal of arthroscopic & related surgery, 30(10), 1280-1286. Doi: 10.1016/j.arthro.2014.05.023.

Event description:
It was reported that on literature review "suture versus fast-fix all-inside meniscus repair at time of anterior cruciate ligament reconstruction¿; after surgery with a "fast fix" a patient had symptomatic unhealed meniscus requiring partial meniscectomy. No further information is available.